Event description:
Received a copy of the customer's medsun report which states "after nursing connected an extra module to the right side of the IV pump, the door of the attachment was opened, and the whole attachment fell, reportedly hitting the patient's left ankle. X-rays negative for fracture. The pump has been removed from service." No other patient or event information provided.

Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.